Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the keypad buttons were unresponsive. The keypad cover was removed and contamination was found under and around the key contacts. Unrelated to the complaint, the battery compartment was cracked. Additionally, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. The keypad cover was reportedly torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.